Event description:
It was reported that the epg (external pulse generator) displayed self test error code 0004. The epg was not used on a patient as it powered up with an error. Another epg was used. The batteries were pulled out and put back in and the error cleared and epg powered up normally. The epg was put back into use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.